Event description:
It was reported via journal article: title: clinical and economic outcomes after sternotomy for cardiac surgery with skin closure through 2-octyl cyanoacrylate plus polymer mesh tape versus absorbable sutures plus waterproof wound dressings: a retrospective cohort study the aim of the study was to compare clinical and economic outcomes after sternotomy for cardiac surgery with skin closure through 2-octyl cyanoacrylate plus polymer mesh tape versus conventional absorbable sutures plus waterproof wound dressings. Between october 1, 2015 and june 30, 2020, 10,676 patients who underwent cardiac surgery requiring sternotomy with 2-octyl cyanoacrylate plus polymer mesh tape (2opmt) versus or conventional absorbable sutures plus waterproof wound dressings (cswwd). Were included in the study. There were 5,338 patients in each group. In the 2opmt group, the patients¿ mean age was 65 years and 1,487 were females. In the cswwd group, the patients¿ mean age was 65 years and 1,499 were females. The patients in the 2opmt had skin closure that was performed using dermabond ® prineo® skin closure system (ethicon) while patients in the cswwd group had conventional sutures monocryl® 3¿0 or 4¿0 (ethicon) with waterproof wound dressings. Reported complications wound complication (n=?), mediastinitis/abscess (n=?), sternotomy dehiscence (n=?), unspecified site dehiscence (n=?), osteomyelitis(n=?), deep sternal wound surgical site infection (n=?), unspecified surgical site infection (n=?), and unspecified 60-day wound complication needing reoperation (n=?). In conclusion, this large observational study provides evidence that sternotomy skin closure with 2-octyl cyanoacrylate plus polymer mesh tape is associated with nearly identical 60-day cumulative incidence of wound complication as compared with conventional absorbable sutures plus waterproof wound dressings, while exhibiting a significant association with lower hospital length of stay and total hospital-borne costs.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any of the ethicon products involved (monocryl suture & dermabond prineo) caused and/or contributed to the post-operative complications: wound complication, mediastinitis/abscess, sternotomy, unspecified site dehiscence, osteomyelitis, deep sternal wound surgical site infection, unspecified surgical site infection, unspecified 60-day wound complication, described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products (monocryl suture & dermabond prineo) used in this procedure? If so, please provide details. Which specific ethicon products (monocryl suture & dermabond prineo) have been used during the procedures (product code, lot number)? Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. Note: events reported via: mw# 2210968-2024-01828. Citation: j cardiothorac surg 17, 212 (2022). Https://doi.org/10.1186/s13019-022-01956-x. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.